Event description:
It was reported to nova biomedical that a consumer's blood glucose meter is missing the third digit from the lcd screen. The meter is question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.